Event description:
It was reported that the intepro y-mesh had to be removed due to an unspecified reason. The mesh was implanted in 2008 or 2009. There were no patient complications reported in relation to this event.

Manufacturer narrative:
(B)(4).